Manufacturer narrative:
The eds drainage system was returned for evaluation: failure analysis - -the connector was visually inspected: cracks and stress marks were noted in the connector. The current quality inspection for these assemblies is established to 100% test for leaks and blockage. Complaint confirmed. Root cause - the root cause for the issue reported by the customer is due to over tightening when connecting devices, as noted in the IFU finger tighten only.

Event description:
N/a.

Event description:
A facility reported the luer lock of a eds drainage system, where the bag is screwed into has broken off so the tubing from the collection chamber is not held in place. In fact it could have easily disconnected from the bag without the staff seeing. No patient injury reported. The eds was placed on (B)(6) 2023.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.